Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a diagnostic pleura pneumonectomy right lung procedure there were some calcification found. The device tip broke off in the patient. The procedure was completed with a harmonic device with no further issues. There is no harm or adverse impact to the patient. This was the doctor¿s first procedure with this device. The doctor felt the issue may have happed due to the tough tissue. The doctor was not displeased with the device and will use the device again.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The generator was serviced within the last 6 months. A probe check done and there were no problems with the generator of the hand pieces beforehand. The connection points to the generator were inspected. There was no damage to the transducer cable or power cables. The transducer cords or the cords of any other device were not bundled. The generator was a loaner. A foot pedal was not used for the thunderbeat.

Event description:
Addendum (B)(6) 2022: the broken fragment was removed from the patient with a grasper. The event occurred during the middle of the procedure. Doctor was performing cut and seal and the settings were 1 and 3. There was no delay in the procedure, and the patient did not need additional anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken. Damage of the tissue pads were also found, however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.